Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise and low pacing impedance measurements less than 200 ohms in the unipolar configuration. The sensing measurements were approximately 3mv and threshold measurements were normal. When checking the lead in the bipolar configuration, the r-wave measurements were approximately 6mv, the pacing impedance measurements were 350 ohms, and the threshold measurements were higher at approximately 4.5 volts. The pt indicated they have had instances where they feel a fluttering in the pocket. The field representative believes there may be an insulation breach and suggested a lead revision be scheduled. No adverse pt effects were reported. Additional information indicated the lead suffered a subclavian crush which resulted in a fracture. A revision procedure was performed and the lead was explanted. At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All product steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.